Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reports the lower aligner scrapes/pokes the gums near the molars. Dr. Recommended to end treatment immediately because the byte aligners have caused damage to the bite, gums and bone mass.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.